Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that during a re-do pulmonary vein isolation (pvi) procedure to treat atrial flutter, a rhythmia hdx mapping system was selected for use. Consistent noise on all electrodes and systems was observed. No error message was displayed. No recent changes on the the lab set up. The filter of the noise was normal. Noise was predominantly high frequency. Catheters were replaced but the issue persisted. Ultimately, procedure was unable to be completed due to lab equipment failure. The patient was under sedation when the procedure was cancelled. There were no patient complications. It was further reported that the equipment noise failure was solved by the service of a medical technician from the hospital at a later date.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that during a re-do pulmonary vein isolation (pvi) procedure to treat atrial flutter, a rhythmia hdx mapping system was selected for use. Consistent noise on all electrodes and systems was observed. No error message was displayed. No recent changes on the lab set up. The filter of the noise was normal. Noise was predominantly high frequency. Catheters were replaced but the issue persisted. Ultimately, procedure was unable to be completed due to lab equipment failure. The patient was under sedation when the procedure was cancelled. There were no patient complications. It was further reported that the equipment noise failure was solved by the service of a medical technician from the hospital at a later date.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The equipment was not returned to boston scientific for analysis; however, a field service engineer was dispatched to the facility to service the equipment. Analysis found bipolar signals from the maestro stablepoint ablation box connected to the signal station (sis) system exhibited noise. The engineer noticed that the surge protector for the sis was resting directly on top of the system. As it's known this can cause electrical interference or leakage, the surge protector was relocated to a nearby table. Following this adjustment, the signal quality improved. While some noise remained, the distal bipolar signals were clearly visible during ablation. Based on all the available information, boston scientific's investigation findings were able to confirm the reported observation of noise that led to the procedure being cancelled/rescheduled.